Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen (500 mcg/ml at 64.94 mcg/day) and morphine (1 mg/ml at .129 mg/day) via an implantable pump. The indication for use was malignant pain. On (B)(6) 2015 it was reported that the pump was alarming or beeping every 5 or 10 or 15 minutes. It started out beeping about once per day, but had increased in frequency. The reporter described the sound as a single, solid beep. The reporter spoke with the healthcare provider (hcp) and was planning to take the patient to the doctor's office right away. No patient symptoms were reported. The patient had not had any change in therapy since they first heard the beeping on (B)(6) 2015. Per the hcp, it should not be beeping based on the low reservoir alarm date as the pump was filled a month ago and the low reservoir alarm date was (B)(6) 2016. It was later reported that the pump logs were reviewed and the pump update did not show in the logs; there were no logs present for the day of the patient's refill on (B)(6) 2015. Prior to the pump refill, the pump was delivering morphine and bupivacaine. The actions/interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.